Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 142 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplement report will be submitted upon completion of the evaluation.